Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. Visual and microscopic examination of the stent revealed stent damage. The stent was severely stretched and misaligned, only the stent was returned for analysis. A labeling review identified that the device was used per the taxus liberte directions for use (dfu), however, the complaint report states that the lesion was calcified and tortuous. These could be potential contributing factors to the complaint incident. It is advised in the taxus liberte dfu, that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is determined to be operational context.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the tortuous and calcifed left circumflex (lcx) artery. The 2.75 x 32mm taxus liberte drug-eluting stent was advanced to the lesion and was unable to cross. While attempting to deliver the stent, the stent struts became deformed and resistance was encountered while attempting to withdraw the stent delivery system through a 6fr guide catheter. The physician placed another femoral arterial sheath and used a snare to retrieve the stent delivery system. The procedure was completed with another 2.5 x 32mm taxus stent. No further complications or patient injury was reported. The patient's condition was reported as good.